Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a perclose at with a 6fr sheath, after an interventional procedure. Reportedly, when the plunger was removed, no suture was attached. A second and third perclose at were used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose at devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other two perclose at devices referenced are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.